Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2020-01575. Evaluation of the returned engine confirmed that the lid was detached on one side. During the functional test, the engine was powered on, achieved vacuum within specification and no loud sounds were observed. No vibrating was observed from the engine, and only one of the two canister lights was illuminated. The engine housing was opened and one of the canister lights was disconnected from the engine housing. There was no visible damage to the dampeners. The root cause of the reported loud sound could not be confirmed. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported loud sound.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right brachial artery using penumbra engine (engine). During the procedure, the engine inadvertently fell off the table. Consequently, the engine started to produce a loud rattle and the top of the engine was slightly detached. The procedure was completed using the same engine. There was no report of an adverse effect to the patient.